Manufacturer narrative:
On 04/11/2019, mentor completed the investigation on the suspect medical device. The device was received with clear gel. White material was observed within the device and no foreign material was observed on the shell surface. During evaluation the device appeared intact. No anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 02/20/2019, the mentor product analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with mentor sal smooth rnd mlv 275cc saline breast prostheses when the left breast prosthesis deflated after implantation. Deflation of the left breast prosthesis was confirmed by ultrasound and mammogram. In addition, the patient developed capsular contracture (baker grade iii) in both breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 375cc gel breast prostheses on (B)(6) 2019. This medwatch report is for the right breast prosthesis.